Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2023-07497. All information has been consolidated into this report. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii/IV, rupture, seroma-late.

Event description:
Patient reported right side "fluid behind implant" and "urgent recall". Healthcare professional later reported right rupture, seroma, and capsular contracture baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture, anxiety-product/procedure, seroma-late: unable to confirm as it is a medical event not related to the device. Rupture: not observed. Additional observations: crease fold observed. Wear abrasion observed. Deformation observed. Yellow particles on the surface of the shell. No further actions are required as the device was implanted."

Event description:
Patient reported right side "fluid behind the right armpit. Urgent recall the implants have to go out" subsequently, physician reported implant rupture and capsular contracture - baker grade iii-IV, diagnosed by ultrasound. Device was replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side "fluid behind the right armpit.. Urgent recall the implants have to go out". Device status is unknown.